Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker previously showed seven and a half years remaining longevity. During the recent check, the device showed six and a half years remaining longevity. The device was also using 41 microwatts of power. Boston scientific technical services (ts) discussed that it appeared that the longevity had not fully updated yet based on device usage. Minute ventilation (mv) was on as passive, but not using the sensor. Thus, suggested to turn it off and will gain back approximately half a year longevity. As of this time, the device remains in service. No adverse patient effects reported.